Event description:
It was reported that for faulty product bardex ic silver coated catheter 5ml 43cm m fg14 he customer reached out to the supplier and was referred to us for replacements. 3 foley catheters affected from different batches but customer unable to provide photos as first fault was noticed last year and then again on recent order. Customer described valve leaking and wet around valve. Happened over 2 to 3 days, catheter started to withdraw overnight leaving customer in pain and uncomfortable. The balloon initially inflated with 10ml, 3ml of water left after experiencing pain. The customer requested replacements for bardex ic silver coated catheter 5ml 43cm m fg14 and bardex ic silver coated catheter 5ml 43cm m fg16 to test which was more suitable. The customer reported ordering same catheters over a number of years with no issue and "didn't think much of it" when the first fault presented. However, when the same fault recently presented and posed health risk, he went to the supplier who then referred him back to us, experiencing pain and was uncomfortable. Gp had prescribed antibiotics as a result. Medical intervention provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.